Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The product had caused the reported failure. Based on the evaluation it was observed that there was a white lumb on the surface of the returned catheter. A potential root cause for this failure mode could be due to mechanical failure or program error or programmable logic controller (plc) faulty. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was something like a lump on the surface of the foley catheter at the time of exchanging the foley catheter. It was felt like the surface of the crunchy chocolate and stated that not only this patient but also other patients had such an event several times. Also stated they used the attached categorical lubricant and inserted with sterilized forceps. The patient did not use a urine collection bag but plugged it with a catheter plug and urinated when the bladder was taut. It was noted that the patients using other urine collection bags also having similar events.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the there was something like a lump on the surface of foley catheter at the time of exchanging the foley catheter. It felt like the surface was crunchy chocolate. It was reported that not only this patient, but also other patients had an event several times. Also stated that they used the attached categorical lubricant and inserted with sterilized forceps. It was reported that this patient did not used a urine collection bag and they plugged it with a catheter plug and urinate when the bladder was taut. Other patients were used other urine collection bags that had similar events.